Manufacturer narrative:
No product samples were returned for investigation, however, photographs were provided and evaluated. The device history review was performed and a poppet sub-component was found that has a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.

Manufacturer narrative:
The device is not available for evaluation. If additional information becomes available, a supplemental report will be submitted.

Event description:
The customer reported that spinning spiros® closed male luer, red cap was leaking chemotherapy into the transparent transport bag. The leak occurred during administration from the connector between the syringe and the central venous access tap. The customer involvement is unknown and there is no report of an adverse event or human harm. This is report 5 of 5.